Event description:
The user facility reported that their reliance 444 washer was heavily leaking water. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the silicon rubber cap on the manifold needed to be replaced. The technician repaired the unit, ran a test cycle and confirmed it to be operationl.

Manufacturer narrative:
Investigation of the event is currently in process. A follow-up report will be filed when additional information becomes available.